Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a crack in the waste reservoir. The fse repaired the waste reservoir and changed the tubing and fittings. The fse then verified that the system was aspirating according to specifications. During follow-up with the customer, the customer confirmed that no further discordant results had been obtained after the fse visit. The cause of the discordant, falsely elevated progesterone results was a malfunction of the waste reservoir. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated progesterone results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate instrument and resulted lower. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated progesterone results.

Manufacturer narrative:
The initial MDR 2432235-2013-00401 was filed on august 19, 2013. Correction (09/26/2013): the initial MDR stated: "the cause of the discordant, falsely elevated progesterone results was a malfunction of the waste reservoir." The siemens field service engineer had discovered a crack in the waste reservoir, which was repaired. However, it is unknown if the discordant progesterone results were caused by the crack in the waste reservoir. The cause of the discordant, falsely elevated progesterone results is unknown.